Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/11/2019. Device returned to manufacturer: yes. Device evaluation: the product was received within a biohazard sealable ziplock bag at the manufacturing site for evaluation. The returned product was visually inspected with the unaided eye revealing the lens to be in two pieces, possibly due to explant. Further evaluation not possible. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. No non-conformance reports, discrepancies or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A search in complaints history revealed that no additional complaints were received related to this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had residual astigmatism after the implantation of lens model, zct400 toric iol (intraocular lens). As a result, lens was explanted and replaced with lens model, zct300. No complications were reported to date. No additional information provided.